Manufacturer narrative:
Section a2: age and/or date of birth: unknown/not provided. Section a4: weight: unknown/not provided. Section a5: ethnicity: unknown/not provided. Section a6: race: unknown/not provided. Section b3: date of event: unknown/not provided. The best estimate date is between nov 20, 2020 and oct 14, 2025. Section d6b: if explanted, give date: not applicable, as the lens remains implanted. Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the patient that the non-preloaded intraocular lens (iol) that is currently implanted in the right eye is scratched. The patient also complained of blurry vision. The patient wanted to know if the lens could be replaced. No further information was provided.